Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown poly component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported patient had a primary of left knee in 1995 by dr. (B)(6). Patient then had a revision on (B)(6) 2006. (Rep reported he could see that there was a previous revision done and by the implant's stickers, it appears that it was a poly exchange of the mrs dft. Patient is now on 2nd revision of left knee due to loose components. (No further information available from sales rep or doctor.)